Manufacturer narrative:
The manufacturer received the endoscope for evaluation due to ¿scope was stuck inside patient¿. The manufacturer performed a visual inspection on the device by observing the movement of the bending section by manipulating the control knobs. The control knobs were rotated up and down and noted play; the left and right knob movements were normal. It was likely the play in the up and down angulation caused the scope to be stuck, however according to the angulation specifications for this model, all four directions were within olympus specification. The angulation for the scope reads, up(155),down(150),left(160),right(135). The scope was placed on a j-jig and observed the bending section retro flexing properly. The scope has 136 usage cycles. Based on the evaluation the manufacturer was not able to confirm the user¿s complaint as the scope angulation were within specification. The scope operates normal with no signs of abnormalities to the movement.

Manufacturer narrative:
The device has been returned for evaluation however the investigation is still pending. The instruction for use manual contains detailed directions on the preparation and inspection of the endoscope before each case. It also contains detailed instructions on how to handle irregularities observed after inspection. If the endoscope malfunctions, the operator of the device is instructed not to use and to return the device to the manufacturer for repair.

Event description:
The manufacturer was notified that during the beginning of a diagnostic colonoscopy, the endoscope was stuck in the patient. The patient had to be hospitalized as a result of the incident as it could not be removed at the facility of the procedure. While hospitalized, the patient was given muscle relaxants which helped with the removal of the device. The manufacturer was later notified by the customer that the endoscope was removed from the patient in working condition. The patient did not require any surgical procedure in order for the device to be removed.